Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found that ¿normal impedances were measured on all circuits and electrode pair combinations.¿ there were no anomalies found with the ins.

Event description:
It was reported the patient experienced a ¿loss of stimulation/therapeutic effect.¿ impedance testing was performed and found high impedances of ¿>40000¿ ohms on unipolar electrode 1 and the bipolar electrode pairs associated with it. The patient subsequently underwent a revision procedure where it was found that body fluids were inside the implantable neurostimulator (ins) channels. Though the ins was cleaned and reconnected, it was noted the physician again observed liquids in the ins channels and the ins was consequently replaced. The patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.